Event description:
It was reported by the rep that the (?) Mcl20 were used during a redical prostatectomy procedure. It was reported that the clips were "scissoring". The clips also fell off the vessels after being placed. This extended the or time by 30 minutes and caused more bleeding.